Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous, mr, 2.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal end of the stent was bunched in a proximal direction. Struts were overlapping. The undamaged crimped stent od (outer diameter) measured and is within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to advance the device through the calcified and tortuous lesion. A visual examination of the balloon cones was performed and the proximal balloon cones were not tightly folded in position. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. Tip damage is consistent with resistance being encountered during advancement through a calcified and tortuous lesion. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02044. Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and long calcified mid-distal left circumflex artery. Following pre-dilation using a complaint balloon catheter and non-complaint balloon catheter, a 2.50 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion due to tortuous and calcification. Another 2.50 x 20mm synergy drug-eluting stent was advanced but also failed to cross the lesion. A guidezilla guide extension catheter was engaged but also could not provide support to advance the stent. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.